Event description:
Exposed vaginal mesh.patient who had an abdominosacral colpopexy at an outside facility with a type 1 mesh. She then developed vaginal discharge, bleeding and was found to have a 2 x 5 centimeter erosion of the mesh on the posterior vaginal wall.